Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 19 months ago. And vessel and aneurysm at the time of implant was unk. Currently, the vessel morphology was reported as the aortic neck is 30 mm in diameter at the lowest renal artery, however, the lowest left renal artery is no longer functioning, which is not related to the stent graft. Just proximal to the top of the stent graft the aortic neck is 35 mm in diameter. There is moderate aortic neck angulation of 50 degrees. There is disease progression resulting in aortic neck dilation. There is no calcification and moderate tortuosity in the iliac limbs. A routine f/u CT demonstrated that the stent graft has migrated distally 25 mm from the left renal artery with a type I endoleak. Since the left renal artery is no longer functioning, the physician elected to implant two endurant aortic cuffs up to the right renal artery and the migration and type I endoleak were resolved. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results: graft migration, endoleak. Disease progression, neck dilatation. Conclusions: disease progression, neck dilatation.